Event description:
It was reported that an unspecified rx trek balloon was used with a pilot guide wire to dilate a lesion. After dilating the balloon, when the rx trek balloon was attempted to be retracted, the pilot guide wire became stuck with the balloon, and both devices were pulled out together. It was felt that the guide wire became sticky when inside the rx trek balloon catheter and that is why they both pulled out together. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional ht pilot guide wire is being filed under a separate medwatch report. Return of the trek catheter may have aided in the investigation and determination of cause. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The device was not returned for analysis and a conclusive cause could not be determined; however, there is no indication of a product quality deficiency. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported.